Event description:
It was reported that a cordless power flosser 3000 charger burnt out while charging. Consumer reported a burn when they touched the charger. Consumer reported that they did not seek medical attention or treatment for the alleged injury. The device was returned and has not yet been evaluated. At the time of this report, it is unknown if the device caused or contributed to the reported event.

Manufacturer narrative:
B3: the event date is approximate. The device was returned and has not yet been evaluated. At the time of this report, it is unknown if the device caused or contributed to the reported event. The case is being conservatively reported as the alleged malfunction of the burnt, melted power flosser charger has the potential to cause serious injury if it reoccurs. Therefore, the case has been reassessed as a reportable malfunction.